Event description:
It was reported by service report that the foot of the bed does not raise or lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end stuck. The service technician evaluated the bed and confirmed that it was operating to specification.